Event description:
It was reported that the patient presented in clinic for follow-up. During interrogation, an error message was received indicating an issue with bluetooth telemetry. No intervention was performed. The patient was stable.

Manufacturer narrative:
Field event of bluetooth (ble) telemetry anomaly was confirmed. The cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.

Event description:
New information received notes that reset was attempted to be performed, but was not successful. The patient's implantable cardioverter defibrillator was then explanted and replaced. The patient was stable.